Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative ordered a new laser module for replacement. The service request (sr) remains on hold, pending the laser module replacement. The system was manufactured on august 8, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming laser module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the laser power was low. Additional information has been requested.